Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the fibre bonding in the outer tube area (distal end) was damaged, the outer tube had a dent, the outer tube was damaged and therefore the dielectric strength was inadequate, the plug of the video cable section was damaged. There was no patient involvement.